Manufacturer narrative:
Investigation ¿ evaluation: a review of the quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Product has not been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported that a complication occurred with peel away sheaths. The patient had a low central venous pressure and when the sheath was inserted it began to suck in air. There have been attempts to gain more information regarding the issue, but the consumer replied that they had no more information to provide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.